Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/03/2020. Device evaluation summary photo: two pictures were received for analysis. Upon visual inspection of the pictures, the following was observed. A dispenser box of the product code vcp518h, lot # mb2946 and a detached needle, the assignable cause how this happened could not be determined, and no conclusion could be reach as the sample was not returned for analysis. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition, the complaint could be confirmed, however the cause could not be determined. Additional information was obtained: customer confirmed the complaint sample ID not available to return.

Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device number, and no non-conformance's were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and suture was used. The suture strand detached from the swage of needle. There were no adverse patient consequences reported.